Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a cracked reference electrode. The fse replaced the reference electrode to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer did not provide patient data or demographics.